Manufacturer narrative:
Concomitants: (6629367) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (6784578) 200-02-35 - three peg patella 35mm. (6849012) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (6938574) 204-34-04 - fluted stem extension 40l x 14 mm. (7048613) 204-70-00 - tibial stem ext. Screw. (7095636) 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044). It was reported via legal documentation that approximately 33 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Plaintiff (B)(6) is currently suffering from the following complications, injuries and/or indications, some of all of which made revisions medically necessary; pain, discomfort, and difficulty walking as a result of the defective nature of the exactech knee replacement system. Plaintiff has suffered, and continue to suffer, severe and permanent personal injuries, including polyethylene wear and device failure, disbursement or the polyethylene liner into bone and other body structures, painful knee revision surgeries to remove or revise the defective device, continued rehabilitation medical care and possibly additional surgeries. No further issues or complications were reported. No additional information is available.